Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "efficacy of multimodal perioperative analgesia protocol with periarticular medication injection in total knee" written by todd c. Kelley, md, mary jo adams, bsn, brian d. Mulliken, md, and david dalury, md published by the journal of arthroplasty 28 (2013) 1274-1277. The article's purpose was to compare the clinical efficacy of periarticular injections in tkas for pain management that were administered prior to tka surgery.. Data was compiled from surgeries between january 2010 through june 2011cement manufacturer is not identified. Patella resurfacing was performed. All patients received depuy implants. The article does not provide adequate information to determine accurate quantities. No complications were attributed to injected medications. The article states "there were no infections or manipulations in any of the groups). Depuy products utilized: pfc sigma including patella resurfacing. Adverse events: reports of pain post surgery (no particular root causes and managed with protocol for pain management), one account of wound dehiscence (occurred within 2 weeks post surgery treated successfully with prophylactic antibiotics).